Manufacturer narrative:
This supplemental record was created to correct fields: h. Device manufacturers only. 6. Adverse event problem in health effect - impact code, component code.

Event description:
It was reported that patient with this (ra) lead experienced an infection. The whole system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient experienced infection. System was explanted. No additional patient adverse effects were reported.